Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 31 mg/dl one morning and that she needed assistance adjusting her alert settings. The customer was offered a transfer to the 24-hour helpline but she declined due to lack of time. No products were shipped or returned.